Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting that the patient's implantable neurostimulator (ins) was implanted about 2 months ago and was activated on (B)(6) 2023. The patient felt like they never had parkinson's for the first two weeks the ins was active, but after that, they felt like their parkinson's was digressing and felt like the dbs system was being hacked. The patient mentioned they got "more sluggish" since the device was activated and said their life has been miserable. The patient mentioned they saw someone in their front yard with a laptop, and at that time, they thought/felt like their dbs system was hacked. The patient's use of legs has changed and they feel numb and tingling. They can feel it when it's taking over their body and it feels like a stroke or something. The patient is currently in a psych ward and the doctors are under the impression that "it's all in his head (them feeling that the dbs system was hacked)". They have reported to the manufacturer representative (rep) who mentioned they have never heard of a dbs system being hacked. The patient has been to their hcp a couple of times to have the ins checked and their hcp said it was secured. The patient stated they want to turn the dbs system off completely so they know whether what they have been feeling was truly in their head.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient friend reporting that a change in body composition for the patient, like patient has dystonia and leg muscles are tight with shortness of breath. The neurostimulator was supposedly turned off.

Manufacturer narrative:
Event date is not known. Please see event description for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for delusions regarding their deep brain stimulation (dbs). The patient believes someone hacked into their system with extended bluetooth range and caused symptoms associated with their parkinson's disease. The patient called back stating they felt that somebody has hijacked their dbs system. The patient mentioned being a part of a research project. The patient's hcp told them it was not possible for someone to hijack their dbs system and advised they contact the manufacturer.